Event description:
It has been reported that the pt felt pain during the last 2 rf lesion deliveries (14 and 15th). After the 15th rf ablation a intracardiac pressure drop is notified and a pericardial effusion is observed on the fluoroscopy image. A tamponade is confirmed by the tte. The pericardial effusion is punctioned and blood is aspirated. Normal intracardiac pressure is rapidly restored and the pt is stabilized before leaving cath lab. The device has been returned for analysis.